Event description:
The site reported that the collimator weighting between 10 to 12lbs fell out of the socket assembly, where it is attached to the x-ray tube as the operator attempted to rotate the tube. The collimator contacted the floor. There was no injury reported. The concern is for a serious injury if the falling collimator were to contact the pt or operator.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found 2 screws were sheared off, and 1 screw was missing. The fe replaced the collimator, verified that it was within specification, and returned the product to service.